Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned for evaluation. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided and reviewed by a depuy medical professional. The primary operative report does not note how the im canal was prepared. The im canal recommended preparation from depuy notes that the im canal should be prepared with a wider diameter of the step drill to enable the insertion of the tapered plug. From a medical perspective, based on the very limited information available to be reviewed, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions about the root cause of the reported fracture without the instrument to examine. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
While using the gap balancing instrument, the femur fractured upon insertion of the collar. Update rec¿d 03/03/2015 - the patient's medical records were received. The medical records were reviewed for MDR reportability. There is no new information to report at this time. The complaint was updated on: 03/30/2015.